Event description:
It was reported that the patient, with an artificial urinary sphincter (aus), experienced urinary retention due to the device not functioning properly. Due to the urinary retention, the physician sent the patient for a cystostomy. Patient has not had a new aus implanted. No further patient complications were reported.